Event description:
The customer contact reported that the device delivered more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of morphine. No specific programming parameters were provided. The customer contact reported that after an unspecified length of time, the device alarmed for occlusion. It was reported the patient then received an unspecified volume of medication that was reported to have been more than intended. It was reported the patient went into respiratory distress and unspecified medical interventions were provided. Though requested, the customer declined to provide additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.